Event description:
It was reported that the system had a shock impedance which was high and out-of-range. The shock impedance was greater than 400 ohms. Technical services reviewed the system impedance data. The impedance was stable until the month of (B)(6) 2025. At the same time that smart pass disabled, and the impedance was observed to reduce unexpectedly by approximately 50%. Then, this (B)(6), the impedance when high and out-of-range. Technical services advised some testing options for the system. There were no adverse patient effects. The system remains implanted.